Manufacturer narrative:
The information related to event has been received and provided with this report. (B)(4).

Event description:
Customer's hospitalization was not diabetes related.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that there dad went to hospital on unknown date. Customer's dad went to the hospital and they ripped it. The insulin pump will not be returned for analysis.